Event description:
It was reported that during the unknown surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # t5ch59. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst60g reload was returned unfired with the reload pan partially dislodged from the distal end side. In addition, 3 double drivers, 2 single drivers missing, and 2 double drivers, 3 single drivers are out of position, making the reload non-functional. No functional test was performed due the condition of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number t5ch59, and no non-conformances were identified.